Event description:
Tkmd disposable syringe without needle 5ml provided as part of vaccine preparation kits sent with covid vaccine ref: (B)(4). Sku s-5000. While pulling up medication in these syringes, it was noted that there was what looked like a [invalid]or something in the syringe. Upon closer examination the best guess was that there was a thin long (about 3mm) piece of the plunger that had broken off and because stuck to the top of the syringe. FDA safety report ID# (B)(4).